Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that three days after intra-aortic balloon (iab) insertion, there was an alarm "blood detected" that was generated and blood was found in the tubing. The iab was removed and new iab was inserted. The indications for use are unknown. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The guidewire returned was inserted in the catheter. The male luer section from the extracorporeal tubing was cut and not returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 3.8cm from the rear seal measuring 5.3cm in length. The evaluation confirmed the reported alarm, blood detected & leak, blood in tubing problem. The reported alarm, blood detected & blood in tubing was most likely triggered by a leak which was found on the membrane. The penetration found appears to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that three days after intra-aortic balloon (iab) insertion, there was an alarm "blood detected" that was generated and blood was found in the tubing. The iab was removed and new iab was inserted. The indications for use are unknown. There was no reported injury to the patient.